Event description:
It was reported that a small volume infusor had a ruptured bladder. This issue occurred during infusion of an unknown drug. The infusor was being used at the patient's home and the bladder ruptured while the patient was asleep. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the sample identified a ruptured bladder in a non-footing position. Microscopic inspection identified markings and abrasion on the exterior and interior surface of the bladder near the rupture line. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.